Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No blank display noted. The insulin pump had constant failed battery test after battery was installed due to faulty battery tube. The insulin pump was unable to test for motor error alarm, cracked battery out limit alarm and bolus stopped alarm due to failed battery test alarm. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer's parent called and reported the insulin pump alarmed motor error twice and the screen went blank. Customer's blood glucose was 183 mg/dl. The motor error occurred during basal rate insulin delivery. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The rewind sequence could not be completed. It was advised to discontinue use and revert to a back-up plan. It was also advised that the insulin pump would be replaced and agreed upon to return the device for analysis.